Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a procedure to treat an atrial fibrillation (a fib) aspirated air. Microbubbles were witnessed after ablation when the physician introduced the non-boston scientific (bsc) mapping catheter back into the faradrive sheath for the post map. When the physician took the non-bsc device out, the faradrive sheath aspirated effectively. The physician placed a 9fr introducer sheath into the faradrive sheath and then introduced the non-bsc mapping catheter back in the sheath and both the sheath and the introducer aspirated successfully. The procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was disposed.